Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion is a c6 segment lateral wall aneurysm. The vessel tortuosity was moderate. The causes or contributing factors for the failure to open/conical shape were not identified. The pipeline was not placed in a vessel bend when it failed to open. It was in the m1 horizontal segment. Attempts were made such as push-pull maneuvers and retrieval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a dense mesh flow-diverting stent procedure, the operator advanced a tg070-06-115 intermediate catheter to the c4 curvature over a synchro-14 guidewire, and then advanced a phenom 27 catheter (fg15150-0615-1s) to the distal m2 segment. After adequate hydration of the ped-475-20 flow-diverting stent, the stent was introduced into the catheter and deployed at the m1 straight segment. During deployment, the tip end of the dense mesh flow-diverting stent could not be opened. Despite multiple attempts involving pushing, pulling, and recapturing, the tip still couldn't be opened normally. Considering that repeated attempts may cause intimal damage to the patient's blood vessels, the stent was subsequently withdrawn. Upon inspection, the tip end of the stent was found to be conical in shape. To ensure successful completion of the procedure, the stent was replaced. The procedure was then completed successfully, and the patient experienced no adverse reactions. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.